Event description:
It was reported to baxter (B)(4) that an IV sol administration set y 3v ll had blocked tubing just under the drip chamber. The reported condition occurred during priming. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the used sample was received for evaluation. Visual inspection revealed that the tubing was bent just under the vented chamber. Functional tests revealed a restricted flow and traces of solvent. The reported condition was confirmed. The root cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information be received, a follow-up medwatch will be submitted.